Event description:
Used the rx-8000 from (B)(6) after (B)(6) 2012 order. I followed the manual for instructions and placement of the electrodes on my laterals, abdominals and back. First on low settings for warm-up and 1x higher setting experienced shocks, burns, skin irritations, and pain. It was so devastating that I couldn't tolerate total time allowed. Thought I'd try with the silver back electrodes so I did. Got the same experience. Called (B)(6) for customer service for refund in (B)(6). No response yet. Dates of use: (B)(6) 2012. Diagnosis or reason for use: muscle stimulate. Event abated after use: yes. Event reappeared after reintroduction: yes.